Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain ,pelvic pain') and pelvic infection ('infection (other) describe;- pelvic') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rhinoplasty in 2004, ovulation pain, penicillin allergy, benign polyp of uterus, right lower quadrant pain, vulval erythema, anxiety, depression, chickenpox, tonsillectomy, dyspareunia, insomnia, fatigue, low back pain, anemia, osteopenia, de quervain thyroiditis, menorrhagia, dysmenorrhea, cervical dysplasia, endometriosis, environmental allergy, cervical dysplasia, pap smear abnormal, ovarian cyst, vaginal discharge abnormality, chickenpox, hypertension, herpes simplex virus conjunctivitis, gerd, colitis, cervical disc herniation, tonsillitis and low back pain. (B)(6) 2017: left pelvic side wall, excision, bladder excision uterus, cervix and bilateral fallopian tubes, total hystectomy with salpingectomy gross description: the uterine serosa is tan and smooth, the cervix is 2.2 cm long and 3.3 cm in diameter. The anterior cervix is inked blue und the posterior is inked black, the ectocervical mucosa is and smooth, the cervical os is 0.4 diameter. The endocervix is time mucinous, the endometrium is 3.5 x 3.2 cm lining is hemorrhagic and 0.2 cm in thickness. The myometrium is tan and mngcs from 1.5 to 2.2 cm in thickness. The right fimbriated fallopian tube is 6.8 cm in diameter. The serosal surface is tan purple: and smooth. Previously administered products included for an unreported indication: lisinopril and nexium. Concurrent conditions included uterine pain. Concomitant products included desvenlafaxine succinate (pristiq) since 2007, ranitidine hydrochloride (zantac) since 2011, spironolactone from (B)(6) 2012 to (B)(6) 2012, trazodone since 2016 and valaciclovir hydrochloride (valtrex). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced acne ("rashes or skin conditions type: acne"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("menorrhagia/severe bleeding during periods"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2016, the patient experienced anaemia ("blood or heart disorder/condition type anemia"), 3 years 6 months after insertion of essure. In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced vulvovaginal erythema ("erythema inner labia"). In (B)(6) 2016, the patient experienced vulvovaginal inflammation ("infection (bladder/infection (bladder/urinary tract/vaginal) type: vulvar inflammation") and vulvovaginal candidiasis ("candidiasis of vulva and vagina"). On (B)(6) 2017, the patient experienced cervical dysplasia ("reproductive system disorder or condition type of disorder or condition: grade 2 intraepithelial neoplasia myometrium adenomyosis") and adenomyosis ("reproductive system disorder or condition type of disorder or condition: grade 2 intraepithelial neoplasia myometrium adenomyosis"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), insomnia ("hormonal changes describe: insomnia"), oral herpes ("inner labia"), vulvovaginal pain ("vaginal pain"), cyst ("bunch of cysts") and polyp ("polyps"). The patient was treated with surgery (tlh, b/I salpingectomy resection of endometriosis). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic infection, insomnia, vulvovaginal inflammation, vulvovaginal erythema, oral herpes, vulvovaginal candidiasis, bladder disorder, urinary tract disorder, cervical dysplasia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, adenomyosis, vulvovaginal pain, cyst and polyp outcome was unknown, the vaginal haemorrhage, menorrhagia, anaemia and abdominal pain had resolved and the acne was resolving. The reporter considered abdominal pain, acne, adenomyosis, anaemia, bladder disorder, cervical dysplasia, cyst, dysmenorrhoea, dyspareunia, fatigue, insomnia, menorrhagia, oral herpes, pelvic infection, pelvic pain, polyp, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal candidiasis, vulvovaginal erythema, vulvovaginal inflammation and vulvovaginal pain to be related to essure. The reporter commented: she need additional surgery. There was coil visualized on the left and 2 coils visualized on the right. The patient tolerated procedure well with out complication date of insertion: (B)(6) 2012 as per pfs documents. Patient consult with another gyno in a few weeks but patient still don't even know where the coils are because the ultrasound tech didn't get that image. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound pelvis - on an unknown date: a bunch of cysts and/or polyps but nothing about coils.; on (B)(6) 2016: technique: sonographic imaging was performed utilizing transabdominal and transvaginal approach. Ovaries: right ovary measurement 2.4 : 1.0 x 0.9 cm left ovarian measurement 3.3 2.x2.3 x2.7 cm impression: normal exam (normal ovarian follicles are present). Concerning injuries reported in this case the following ones were described in patient medical records: pelvic pain, bunch of cysts, polyps. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: social media received. New events added: bunch of cysts and polyps. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality safety evaluation of ptc. Entry of FDA codes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain ,pelvic pain") and pelvic infection ("infection (other) describe;- pelvic") in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovulation pain, penicillin allergy, benign polyp of uterus, right lower quadrant pain, vulval erythema, anxiety, depression, chickenpox, tonsillectomy, dyspareunia, insomnia, fatigue, low back pain, anemia, osteopenia, rhinoplasty in 2004, de quervain thyroiditis, menorrhagia, dysmenorrhea, cervical dysplasia, endometriosis, environmental allergy, cervical dysplasia, pap smear abnormal, ovarian cyst, vaginal discharge abnormality, chickenpox, hypertension, herpes simplex virus conjunctivitis, gerd, colitis, cervical disc herniation, tonsillitis and low back pain. (B)(6)2017: left pelvic side wall, excision, bladder excision uterus, cervix and bilateral fallopian tubes, total hystectomy with salpingectomy gross description: the uterine serosa is tan and smooth, the cervix is 2.2 cm long and 3.3 cm in diameter. The anterior cervix is inked blue und the posterior is inked black, the ectocervical mucosa is and smooth, the cervical os is 0.4 diameter. The endocervix is time mucinous, the endometrium is 3.5 x 3.2 cm lining is hemorrhagic and 0.2 cm in thickness. The myometrium is tan and mngcs from 1.5 to 2.2 cm in thickness. The right fimbriated fallopian tube is 6.8 cm in diameter. The serosal surface is tan purple: and smooth. Previously administered products included for an unreported indication: lisinopril and nexium. Concurrent conditions included uterine pain. Concomitant products included desvenlafaxine succinate (pristiq) since 2007, ranitidine hydrochloride (zantac) since 2011, spironolactone from (B)(6) 2012 to (B)(6) 2012, trazodone since 2016 and valaciclovir hydrochloride (valtrex). On (B)(6)2012, the patient had essure inserted. In oct(B)(6) ober 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced acne ("rashes or skin conditions type: acne"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("menorrhagia"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6)2016, the patient experienced anaemia ("blood or heart disorder/condition type anemia"), 3 years 6 months after insertion of essure. In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced vulvovaginal erythema ("erythema inner labia"). In (B)(6) 2016, the patient experienced vulvovaginal inflammation ("infection (bladder/infection (bladder/urinary tract/vaginal) type: vulvar inflammation") and vulvovaginal candidiasis ("candidiasis of vulva and vagina"). On (B)(6)2017, the patient experienced cervical dysplasia ("reproductive system disorder or condition type of disorder or condition: grade 2 intraepithelial neoplasia myometrium adenomyosis") and adenomyosis ("reproductive system disorder or condition type of disorder or condition: grade 2 intraepithelial neoplasia myometrium adenomyosis"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), insomnia ("hormonal changes describe: insomnia"), oral herpes ("inner labia") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (tlh, b/I salpingectomy resection of endometriosis). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, pelvic infection, insomnia, vulvovaginal inflammation, vulvovaginal erythema, oral herpes, vulvovaginal candidiasis, bladder disorder, urinary tract disorder, cervical dysplasia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, adenomyosis and vulvovaginal pain outcome was unknown, the vaginal haemorrhage, menorrhagia, anaemia and abdominal pain had resolved and the acne was resolving. The reporter considered abdominal pain, acne, adenomyosis, anaemia, bladder disorder, cervical dysplasia, dysmenorrhoea, dyspareunia, fatigue, insomnia, menorrhagia, oral herpes, pelvic infection, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal candidiasis, vulvovaginal erythema, vulvovaginal inflammation and vulvovaginal pain to be related to essure. The reporter commented: she need additional surgery. There was coil visualized on the left and 2 coils visualized on the right. The patient tolerated procedure well with out complication date of insertion: (B)(6) 2012,(B)(6) 2012 as per pfs documents. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: total bilateral occlusion. Ultrasound pelvis - on (B)(6)2016: technique: sonographic imaging was performed utilizing transabdominal and transvaginal approach. Ovaries: right ovary measurement 2.4 : 1.0 x 0.9 cm left ovarian measurement 3.3 2.x2.3 x2.7 cm impression: normal exam (normal ovarian follicles are present). Concerning injuries reported in this case the following ones were described in patient medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received reporter information was added. New event was added. Insomnia, vaginal haemorrhage, menorrhagia, vulvar inflammation, erythema, inner labia, candidiasis of vulva and vagina, pelvic pain, acne, bladder problems , urinary problems, intraepithelial neoplasia, adenomyosis, anemia, dysmenorrhea, dyspareunia, vaginal discharge, fatigue, abdominal pain, genital haemorrhage. And event outcome updated abdominal pain, anemia vaginal pain,, acne. Event severity was added. Medical history was added. Concomitant drug was added. Historical drug was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.